Event description:
Home patient (hp) reports air in pt line of homechoice set noted during automated peritoneal dialysis treatment. Baxter tech instructed hp to end treatment at that time and to restart with new supplies. As of this date, hp and rn have not responded to requests for follow-up info.